Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) intermittently generated a "system failure" alarm. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) advised that the reported issue could not be duplicated and no parts were replaced. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Updated fields: b4, b5, e2, e3, g3, g4, g7, h2, h6 (patient codes),h10.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) intermittently generated a "system failure" alarm. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and checked and cleaned the shuttle transducer and drive transducer. Subsequently, the fse calibrated all transducers and noted that the reported issue was rectified. It is unknown if the iabp unit has been cleared for use and returned to the customer. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) intermittently generated a "system failure" alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.